Event description:
It was reported that "the twist off screw long shaft was broken during the surgery." There was no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.